Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height auxiliary drawer 6 failed to close due to the magnet missing from the latch insep. A field service engineer removed the debris located behind the back panel and replaced the latch insep to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation system encountered an issue in the drawer was failed to open. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.